Event description:
It was reported that the cord on the load-cell has chafted against the upper frame of the bed causing wear and allegedly leading to an error with the cpu board. Bed exit was not functional. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: load cell.